Event description:
It was reported that one week after an unrelated medical procedure the patient experienced a loss of therapeutic effect and had no stimulation sensation. Reprogramming was attempted and there was no response from the ins, it was dead. The device was replaced. No surgical complications were reported.